Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye noted a damaged shrouder on the patient line extension. Functional testing, including leak testing, clear passage testing and clamp function testing were performed; leak testing revealed a leak due to the damaged shrouder. The leaking shrouder could cause a system error 2240 alarm during therapy as that alarm occurs when a leak in the unit is detected. The reported condition was verified. The cause of the damage shrouder could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. During follow up, it was determined that the patient extension set had a cut that let to this alarm. Renal therapy services (rts) assisted the patient in clearing the alarm. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.